Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary fully covered rmv stent was implanted during an oesophago-gastroduodenoscopy procedure on an unknown date. According to the complainant, the stent became damaged over the 5 weeks it had been implanted. The physician noted that the top portion of the stent was damaged and decided to remove and replace the stent. According to the physician, the damage occurred while the stent was in situ and not during the removal of the stent. The damaged stent was successfully removed from the patient and the procedure was completed using another wallflex biliary stent rmv. The patient's condition at the conclusion of the procedure was reported to be stable.